Manufacturer narrative:
H10: additional narrative: customer reported that alarms were being silenced prematurely. All clinical settings were verified, however when spo2 and nibp set thresholds are broken, the alarm is silenced. The cns alarm logs show that alarms were being silenced by someone, but all of the staff has confirmed that no one has silenced any of the alarms. Service requested: troubleshooting. Service performed: troubleshooting. Customer was informed that they could change the password from 1234, but the time as the password could not be changed. The customer acknowledged this and had no further issues to report. Investigation results: the root cause of the issue was identified to be user error as the customer's staff is silencing alarms. The customer's nursing staff discovered that the time was the password and has been silencing alarms. This is further supported by trending analysis (these two tickets are the only two reported similar instances. Please see below). This is not an nk device or software malfunction. Although the default password (1234) can be changed, the time as the password is unable to be changed as it is a permanent part of the system's design. The customer was informed of this and there is no indication of device design deficiency. This complaint record can be qa closed as investigational information within the record documents that the issue was caused by the nursing staff manually silencing the alarms without administrative permission. Trending analysis: search query - "pu-621ra alarms silenced": 1 result. Ticket 45753. This is the same customer and unit. However, this ticket is for the nibp alarm being silenced. The customer stated that one of the nurses had silenced the alarm, but none of the staff would admit to it. The nurses had found out the default password to be the time and the customer was upset that they were unable to lock the nurses out of the settings menu. The default password is unable to be changed. Edit to investigation results: the nursing staff knowing the password to the back-end of the device is not related to the silencing of the alarms; only alteration of alarm volume. Nursing staff and any other user are able to silence alarms from the front end, and this is indication that customer's nursing staff has not been properly trained on their protocol for patient events. The root cause of the issue is still user error and the complaint record can still be considered qa closed. Corrected information: f9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report, f6. Date user facility/importer became aware of the event, f7. Type of report, f11. Date report sent to FDA, f13. Date report sent to manufacturer, g4. Date received by manufacturer, g7. Type of report, h2. If follow-up, what type?, additional information, correction, h6. Event problem and evaluation codes, h10. Additional manufacturer narrative.

Event description:
It was reported that the central nurse's station failed to provide an audible alarm when the spo2 alarm limits is breached. No consequence or impact to the patient.

Manufacturer narrative:
It was reported that the central nurse's station failed to provide an audible alarm when the spo2 alarm limits is breached. Log files has been received for analysis. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the central nurse's station failed to provide an audible alarm when the spo2 alarm limits is breached. No consequence or impact to the patient.